Event description:
The physician attempted arteriotomy closure with perclose a-t (the closer ak) device following a diagnostic procedure. It was reported the fluorosocpy confirmed the access site to be in the common femoral artery. The physician encountered no difficulties with device insertion or mark achievement. The foot was deployed and the device was retracted slightly. It was reported that the physician felt a large amount of resistance when pushing the needle plunger, but felt that he was able to fully depress it. Resistance was met when retrieving the needles. It was reported that the needles were retrieved with approx one half inch of suture attached. No additional suture could be retreived and the suture was cut for needle removal. The physician attempted to lower the level in order to park the foot for device removal. It was reported that much resistance was felt when the removal was attempted. The physician raised and lowered the lever several times in an attempt to park the foot. The lever would not fully return to its original position, therefore the foot was not completely parked. The physician used a side to side motion to carefully remove the device with the foot partially deployed. It was reported that, therefore, upon removal of the device the green rail suture was not attached to the cuff. A second perclose a-t device was inserted and deployed without difficulty. Hemostasis was achieved with the second device. There were no reported adverse patient effects. Though requested, no additional info was provided.